Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, when passing a tome, the sponge got detached and was pushed insided the patient's duodenum. Reportedly, a water soluble lubricant was not applied to the cap prior to use. The sponge was retrieved from the patient's duodenum using a retrieval net. The procedure was completed using another scope and another rx locking. There was no serious injury nor adverse patient effects reported as a result of this event.